Event description:
Boston scientific received information that this chronic implantable defibrillation lead, implanted with another manufacturer's cardiac resynchronization therapy defibrillator (crt-d), exhibited a high out of range shock impedance measurement with delivery of shock therapy. Another manufacturer's technical services (ts) discussed troubleshooting options with a health care professional (hcp). No adverse patient effects were reported.

Manufacturer narrative:
The physician will continue to monitor the lead and will consider replacement during an upcoming device replacement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.